Manufacturer narrative:
On (B)(6) 2018, the field service engineer (fse) found that the apertures in the red blood count (rbc) bath were worn. The fse replaced the rbc bath and aperture to resolve the issue. The repairs were verified as per service procedure. Per a conversation with the fse on (B)(6) 2018 he confirmed that the instrument was generating abnormally high plt results for patient samples. The customer then reran the abnormally high results in another instrument which gave lower plt results that were considered correct. The customer confirmed to the fse that erroneous results were not reported outside of the laboratory. Patient information was not provided by the customer for this event. (B)(4).

Event description:
The customer reported that their coulter lh 500 hematology analyzer generated intermittent erroneous high platelet (plt) results on patient samples. There was no report of erroneous results reported out of the lab. There was no report of impact to patient treatment. Instrument printouts of patient results were not provided by the customer for this event.